Manufacturer narrative:
The patient¿s medical history consisted of diabetes, arteriovenous malformation and external ventricular drainage. The unruptured saccular aneurysm neck was 4.35 mm, and the neck to sac ratio was 4.35 mm: 4.8 mm. The parent vessel size diameter proximal was 2.8mm and distally was 2.6 mm. The mrs before the procedure was 4, the day after the procedure was 4 and a month after the procedure was 4. The act was 180 seconds pre anticoagulation and 320 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. The 1-year follow-up was not conducted due to the death of the patient. Antiplatelet therapy included aspirin 100 mg/day, clopidogrel sulfate 300 mg and 75 mg/day, and heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, launcher 6fr 90cm/medtronic, prowler select plus microcatheter ((B)(4)/lot unknown), were utilized. Other devices utilized during the procedure were excelsior sl10 microcatheter (type 90 degrees)/stryker, chikai/asahi intecc, orbit coils ((B)(4) total 2), ed extrasoft coils (2.5 mm x 4 cm, 2 mm x 2 cm total2) /kaneka. During the procedure, jailed technique was utilized. No further information is available and procedural images are not available. Rupture of an arteriovenous malformation is a known potential adverse event associated with the use of the coils in the intracranial vasculature and aneurysm embolization procedures as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. With review of the information there is no clear relationship of the rupture and the coils. Vessel characteristics and procedural factors are possible factors that may have contributed to the aneurysm rupture. There is no indication that the event is related to any coil design, manufacturing, or performance issue. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report is for 4 coils with catalog 637cf0515, 637cf0510, 637mf0306 x2.

Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that approximately 3 months after the index procedure with an enterprise vrd ((B)(4)), orbit coils, and non-codman coils, the patient was discharged from the hospital. However, later on, despite the treatments, she died of a rebleeding episode from an arteriovenous malformation. The date of the death was unknown. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The index procedure was coil embolization of an arteriovenous malformation of right ba-tip with intraventricular hemorrhage. The vrd was placed along the feeding artery aneurysm and the coil embolization was performed with the coils (orbit - (B)(4) total x2). No patient injury/complications were reported. No further information is available and procedural images are not available.

Manufacturer narrative:
The devices remain implanted and are not available for analysis, additionally, the lot numbers were not provided to conduct DHR review. No further information will forthcoming.